Event description:
On (B)(6) 2011 the lay user/patient's son contacted lifescan (lfs) alleging an unspecified/unknown issue with the patient's onetouch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's son reported the alleged issue began on the afternoon of (B)(6) 2011. As part of the patient's diabetes regimen, the son stated the patient is on 2 different types of insulin. At an unknown date/time, the son indicated the patient continued to dose 5 units of humalog and 20 units of lantus despite the alleged issue. The patient's son was not able to specify whether the patient developed any symptoms before or after the alleged issue began. At an unknown date/time, the son reported the patient seek medical assistance from the emergency room (ER) and was tested by the lab with a result of "700 mg/dl"; however the son was not able to specify what kind of treatment, if any, the patient received. At the time of troubleshooting, the cca noted the alleged issue was not resolved since the patient's son was not able explain the alleged issue with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient's son claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.